Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the pt's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported after wearing the pod on his abdomen for 36 hours. He noticed a skin irritation about the size of 4 5 5 inches in diameter. The site was raised, extremely hot to the touch and there was also drainage noted. On (B)(6) he went to the hospital and confirmed the site infection. The swollen site was lanced and they prescribed him oral antibiotics. His site is healing very well and he is feeling better now.